Event description:
A high total bilirubin (tbil) result was reported but not manually called to the physician per laboratory procedures. The results were transmitted to the floor electronically. It is unknown if patient treatment was altered or prescribed. There is no report of adverse outcome to the patient as a result of not reporting the tbil result directly to the physician via phone per laboratory procedure.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the lack of tbil result reporting via phone to the physician per laboratory procedures is a deficiency of the (B)(4) middleware. The middleware failed to hold a result for autoverification (and a phone call to the physician per laboratory procedure) when the patient age is not correctly calculated from the date of birth sent by the (B)(4). The software issue is under investigation. The tbil reagent device is performing within specifications. No further evaluation of the device is required.